Event description:
It was reported that the top case of device was damaged and the clutch assembly required replacement. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information was received by smiths medical and attached on 16 june 2022, the device did not fail during patient use.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found chipped out on both front corners of top case, cracked on bottom case and plunger assembly was loose and rotated. No other signs of external damage. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. The investigation found that the pump had been dropped or mishandled which was the cause of the reported problem. For corrective action, the top case, bottom case, plunger assembly and carriage were all replaced. The root cause of reported problem was traced to customer damage due to improper handling. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.